Event description:
It was reported that during a low anterior resection procedure, the device could be fired at the anus side of the bowel without any difficulties at the first firing; the tissue was resected. Reinforcement product was not used. When an instrument for anastomosis was inserted to perform double-stapling-technique by the transanal route, the staple line of the tl30 opened. No bleeding occurred. The target tissue was "super" low, so the staple formation could not be confirmed visually. When the staple line was checked by finger, it was found the deployed staples were unformed. The target tissue was sutured by hand to anastomose and the case was completed. There were no adverse consequences for the patient. The doctor commented as follows: the indicator was at the middle of the green gap setting scale and the retaining pin was set properly, when the device was fired. The target tissue was neither thick nor multiple. The jaw did not clamp something hard. The firing trigger was fully grasped.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.